Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room, complaining of not feeling well. Upon interrogation it was noted that the pulse generator was in backup vvi mode. The patient had been undergoing radiation therapy near the implant site. After a firmware download, normal device function resumed. The patients condition was good after the follow-up.